Manufacturer narrative:
The device was returned for analysis. A visual examination identified that the balloon was not folded, which indicates that the device was subjected to positive pressure. The returned device was attached to an inflation unit and positive pressure was applied, the balloon was inflated to its rated burst pressure for 30 seconds using deionizes water and digital timer without an issue. A vacuum was then applied. The inflation device was verified at 14 atmospheres, before and after use with calibrated pressure gauge. This inflation to rate of burst pressure was repeated three times with no leaks or drop in pressure noted. No issues were identified with balloon inflation or the balloon material. The rated burst pressure for this device is 14 atmospheres. No issues were observed with the tip of the device. A visual inspection revealed no issues with the marker bands. Additionally, both visual and tactile examinations confirmed that there were no kinks or damage to the shaft of the device.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and moderately calcified superficial femoral artery. A 6x200mm, 150cm ranger balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured before the nominal burst pressure. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications reported, and the patient was in good condition after the procedure.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and moderately calcified superficial femoral artery. A 6x200mm, 150cm ranger balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured before the nominal burst pressure. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications reported, and the patient was in good condition after the procedure.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and moderately calcified superficial femoral artery. A 6x200mm, 150cm ranger balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured before the nominal burst pressure. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications reported, and the patient was in good condition after the procedure.

Manufacturer narrative:
Investigation results: the device was returned for analysis. Visual examination revealed that the balloon was not folded, indicating that the device had been subjected to positive pressure. The returned device was connected to an inflation unit, and positive pressure was applied. The balloon was inflated to its rated burst pressure of 14 atmospheres using deionized water and a digital timer for 30 seconds, with no issues observed. A vacuum was subsequently applied. The inflation device was verified at 14 atmospheres before and after testing using a calibrated pressure gauge. This inflation to rated burst pressure was repeated three times, with no leaks or pressure drops noted. No issues were identified with balloon inflation or the balloon material. As per specification, the rated burst pressure for this device is 14 atmospheres. No abnormalities were observed at the device tip. Visual examination found no issues with the marker bands. Additionally, visual and tactile examination revealed no kinks or damage to the shaft of the device. Device history records (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review performed for the ranger (dcb) device confirmed that the reported event is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefits for the product. Investigation conclusion: based on a thorough review of the reported complaint, the most probable cause for this complaint was no problem detected.